Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on product and no damage was observed. Complaint of loss of live image could not be reproduced. Product passed functional testing during 12 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. No problem found. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective video cable assembly or electrical component. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the image went black and visualization was lost during a knee scope procedure. A backup device was utilized to complete the procedure. No patient injury or complications were reported.